Event description:
Patient reported developing blisters, a rash, and swelling at the lancet puncture site. Patient indicated that a sterile lancet was used for each puncture. Patient reportedly sought treatment at her physician's office and was advised that she may have an allergy to nickel. Patient was given ibuprofen and released with no additional treatment. Technical support representative advised patient that the lancets are made of stainless steel. The suspect product was requested to be returned for evaluation.